Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. Occurrence record of e-155, the corresponding error, was confirmed in the log. Since an e-155 indicates that the amount of fluctuation in flow sensor deviated from the standard, "error 155 vent inop fix" was performed with the dedicated software then the issue was resolved. Flow sensor was also replaced as preventive action.